Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill that performs the central hole of metaglena is not cut because it could not pierce the bone, the doctor had to use a wire of steinmann 4,5 to be an initial miller and thus finish with the correct drill, the process worked out however is not the correct one. There was no harm to the patient. Product information: code: (B)(4) and lot: 5213631.